Manufacturer narrative:
The 'date received by MFR' date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect date of september 23, 2020, when the correct date was september 17, 2020. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 506 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with insulin pump. The customer reported that they experienced vomiting, nausea and difficulty in breathing as a symptom for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because she started having high blood glucose level. The insulin pump was on auto mode at the time of the incident. The insulin pump passed high pressure test and displacement. The insulin pump will not be returned for analysis.